Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: kdr933, implantable pulse generator (ipg), (B)(6) 2003. (B)(4).

Event description:
It was later reported that the lead was capped and replaced due to varying impedance and high thresholds.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was replaced during the device change-out with no other information. No patient complications have been reported as a result of this event.